Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they found air bubbles the size of champagne bubbles in their reservoir compartment of their insulin pump. The customer's blood glucose level was unknown. The customer keeps insulin in room temperature to prevent any issues with air bubbles. The customer was assisted with troubleshooting eh issue and did not return the devices for analysis.